Event description:
CT of the chest with contrast on [redacted] with an incidental finding: relatively similar roughly 18 mm long and thin wire fragment within the right lower lobe anterior basilar segmental pulmonary artery. PICC [peripherally inserted central venous catheter] line placed [redacted] at beginning of the year by [redacted]. Patient had an ir [interventional radiology] procedure on [redacted] approximately 3 months later: exchange of PICC under fluoroscopic guidance done [redacted] in ir. On [redacted], IV therapy evaluation due to discomfort with recently exchanged l [left] upper arm dual PICC. R [right] basilic powerglide midline placed.